Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. On an unknown date, an echocardiogram was performed and revealed a chordal rupture and that an anterior and posterior prolapse developed laterally adjacent to the previously implanted mitraclip, causing mr to increase to a grade of 4. The clip remained attached to and stable on both leaflets. On (B)(6) 2025, a second mitraclip procedure was performed. One clip was then implanted, reducing mr to a grade of 2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported recurrent mr appears to be related to the reported tissue injury; however, a cause for the tissue injury cannot be determined. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient was hospitalized and another clip was implanted. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.